Manufacturer narrative:
Sensor 3mh0032adu0 has been returned and investigated. Visual inspection has been performed on the returned sensor patch and no issues were observed. The sensor adhesive was returned, and no issues were observed. No malfunction or product deficiency was identified. As submitted in the initial report for this issue, the dhrs (device history review) for the freestyle libre sensor kit were reviewed and the dhrs showed freestyle libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a skin reaction while a 7-year-old customer was wearing the adc freestyle libre 2 sensor and experienced skin irritation, itching, and "dry skin and postinflammatory hyperpigmentation" at the sensor site. Hcp was made in 26oct2021 and the sensor site was examined. The hcp prescribed the customer emollient moisturizer cream - hydrocortisone cream for treatment. No further information was reported. There was no report of death or permanent injury.

Event description:
A caregiver reported a skin reaction while a (B)(6)-year-old customer was wearing the adc freestyle libre 2 sensor and experienced skin irritation, itching, and "dry skin and postinflammatory hyperpigmentation" at the sensor site. Hcp was made in 26oct2021 and the sensor site was examined. The hcp prescribed the customer emollient moisturizer cream - hydrocortisone cream for treatment. No further information was reported. There was no report of death or permanent injury.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dhrs (device history review) for the freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.